Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 30-mar-2023, it was noticed the following information was inadvertently omitted from section h10.additional manufacturer narrative section of the 3500a initial medwatch: "according to pictures provided by the customer, blood residues were observed inside the pebax; however, there is no evidence of an external damage on the pebax section." H6. Type of investigation code # analysis of data provided by user/third party (b15) was also missed and has now been added.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. Which biosense webster¿s product analysis lab (pal) identified a hole on the pebax.. It was initially reported by the customer that there was blood pooled into a component when the ablation catheter was pulled out of the body. The caller stated that this was at the end of the case. No troubleshooting was performed. The caller stated that there was no char. The customer¿s reported issue of blood pooled in a component (most likely the pebax area) is not considered to be an MDR reportable issue since there is no report of damage to the pebax integrity that could cause the foreign material travels into the blood circulation. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2023, the bwi pal revealed that a visual inspection of the returned device found a reddish material and a hole in the pebax component. This finding was reviewed and assessed as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
The device was returned to biosense webster inc (bwi) for evaluation , and the evaluation has been completed. Visual inspection, of the returned device were performed following bwi procedures. Visual inspection was performed and reddish material and a hole were observed in the pebax component of the device. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reported issues by the customer were confirmed. The root cause of the hole on the pebax cannot be determined, it should be noted that the damage is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref (B)(4).